Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Date of event is estimated. Attempts were made to obtain complete patient and event information. Further information was not provided.

Event description:
It was reported the device displayed the end of service (eos) message indicating that the device is unable to provide therapy. Information regarding the expected longevity of the device based on the patient's usage parameters is unavailable at this time. Surgical intervention may be pending to resolve the issue.